Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and rewind the insulin pump. The displacement test was passed. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Patient retuned pump with an alleged pump error 63 alarm on (B)(6) 2021. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, cracked middle (enter) keypad button. Unit passed displacement and self test. No pump error 63 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump error 63 have occurred in the past. The adapt tool reveals that the pump error 63 (variableinfo = 0c) occurred at [(B)(6) 2021 at 14:11]. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the patient's allegation regarding a pump error 63 alarm was confirmed by testing. The pump error 63 alarm (variable 0c) is due to a hardware failure.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.